Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformities were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the anesthesia is having an issue with the lower connection. The connection is constantly very loose in the packaging and nurses have to tighten the connection. They are not sure if anesthesia is tightening the connection when they set up the tubing. The tubing became disconnected from the patient causing blood to leak all over the floor. No injury reported.